Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the tls lollipop shows that the PICC line appears to change direction back towards subclavian or azygous. This file is for the second of two events reported.